Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked. The exact location of the leak was not specified. This occurred during dwell one of three of peritoneal dialysis therapy. The patient was connected at the time of the event. Renal therapy services (rts) assisted the patient in ending the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.